Event description:
The customer reported a ventilator experienced a touchscreen issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The customer declined repair service and asked philips to not show up. The customer refused to pay for the repair because the equipment was out of warranty. It is unknown if any parts or repairs have been conducted.